Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference numbers: 1627487-2023-03509 and 1627487-2023-03511. It was reported that the patient's ipg became inoperable as a result of not charging it and the associated leads had migrated. Surgical intervention was undertaken on (B)(6) 2023 in which the ipg was explanted and replaced while the leads were repositioned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.